Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the delivery catheter tethers fractured and the catheter could not go into tether mode. The lp released prematurely after the lp was fixated. The physician decided the lp was in a good position and left it implanted. No further intervention was necessary. The patient was stable.